Manufacturer narrative:
This male experienced sub-acute thrombosis of a cypher stent. Medical history was not provided. Clinical and procedural details were not provided. The event occurred 25 days post implantation and was "followed by multiple stenting to rca, quintuple CABG in 2006". The product could not be returned for evaluation; it remained implanted. A review of the manufacturing records could not be done without a lot number. Stent thrombosis is a potential adverse event associated with coronary stenting. With such limited information, it is not possible to determine what factors may have contributed to this event.

Event description:
The report received indicates the patient experienced a stent thrombosis to a stent implanted in the right coronary artery (rca) followed by multiple stenting to the rca. A quintuple coronary artery bypass graft (CABG) was performed in 2006. The date of implant of the cypher stent in the rca 2003. Stent thrombosis in the rca was noted to have occurred in 2006, followed by multiple stenting to the rca, and quintuple CABG in 2006. No additional information is available.